Manufacturer narrative:
The lot was manufactured from june 08, 2020 ¿ june 09, 2020. Twenty (20) actual devices were received for evaluation. The other sample was not received and therefore, could not be evaluated. Visual inspection of the returned devices did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area in two (2) samples only. The reported condition was verified in 2 samples; however, was not verified in the remaining eighteen (18) samples returned. The cause of condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty one (21) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from administration port. The leaks were discovered during mixing. There was no patient involvement. No additional information is available.